Event description:
It was reported that while using the surgical fiber during a prostrate procedure, tip damage and a decreased in tissue vaporization was observed at 20, 270 joules of use. The fiber was exchanged for a second fiber in which tip damage and a decrease in tissue vaporization was observed at 108,320 joules of use. The case was completed by turp. There was no injury reported. This report of for the first surgical fiber used.

Manufacturer narrative:
(B)(4). Reference MFR report# 2937094-2013-00344. Fiber analysis: the fiber cap was found to be attached and intact, however, drilled through; detritus and devitrification of the glass cap and burnt shrink tubing was also observed. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.